Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to less than 70 mg/dl while wearing the pod. The patient reports while stepping onto a plane terminal they had experienced a severe headache as well as blurry vision. The patient reports they had lost consciousness and woken up being treated by emergency medical services (ems). The patient was treated with intravenous fluids.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.